Event description:
A report was received that the patient had loss stimulation. The patient underwent an explant procedure.

Event description:
A report was received that the patient had loss stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 2000018193, model/catalog description: artisan lead 50 cm.